Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to patient was experiencing discomfort at device site. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the no known device problem allegation was not confirmed. Moreover, the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to patient was experiencing discomfort at device site. A new device was implanted. No additional adverse patient effects were reported.